Manufacturer narrative:
Additional information: edwards lifesciences received an article that is related to this event. Please reference article tsuda, masaki, et al. "Aortic root rupture during balloon-expandable transcatheter aortic valve replacement in a patient without recognized risk factors for aortic root rupture: a case report." European heart journal-case reports (2020).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the rupture is unknown; however, device manipulation and patient factors (moderate aortic valve calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences from (B)(6), during a transfemoral tavr for aortic position, a 29mm sapien 3 valve was deployed. While retracting the delivery system, the blood pressure rose slowly and an echo examination showed pericardial effusion. As cardiac tamponade was suspected, mini-thoracotomy and drainage were immediately performed. It was diagnosed with rupture of sinus of valsalva (sov). In addition, large amount of transfusion was given. The hemodynamics became stable at systolic blood pressure 90¿s mmhg after the drainage. The patient returned to the ccu with intubated. The patient had been under blood pressure control with sedation to prevent further bleeding. On postoperative day 6, a follow-up CT examination indicated no bleeding. The sedation was stopped. The operator mentioned that he felt something pushing while injecting the last 1ml of contrast and definitely realized a rupture had happened.